Manufacturer narrative:
(B)(4).

Event description:
The pt experienced random, intermittent shocking/jolting sensations throughout his body after he hit his head on a low ceiling in his shed 2 months ago. Palpation of the area where the lead enters the brain did reproduce the shocking episodes. It was noted that the lead was implanted in the thalamus. Impedance measurements were within normal range. The pt was getting good therapy otherwise and preferred to endure the shocks rather than to turn off the device as his tremors were very strong. A revision of the lead was planned. Additional info was requested. See mfrs report # 3004209178-2011-00461.